Event description:
It was reported that during service evaluation the battery was found defective and connector j13 on main board was broken therefore the battery cannot be recharged. No case involved.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02504. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.